Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged at both ends with proximal struts bunched, lifted and pushed distally along balloon. The first distal strut was lifted on one side and pushed proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, eccentric target lesion was located in the moderately tortuous, mildly calcified, and 2.50mm in diameter left circumflex artery. After pre-dilation was performed, a 24x2.50mm taxus liberte drug-eluting stent was advanced but failed to cross the lesion and the distal part of the stent was damaged. The device was removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, eccentric target lesion was located in the moderately tortuous, mildly calcified, and 2.50mm in diameter left circumflex artery. After pre-dilation was performed, a 24x2.50mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion and the distal part of the stent was damaged. The device was removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.